Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Product was returned and evaluated. Root cause determined to be that the instrument was damaged or worn beyond useful life. Review of DHR showed no issues during manufacture. Inspected the drill guide using criteria (B)(4) showed no issues. Review of drill showed no issue, drill was made to print. Review of pictures show that the inside diameter of the guide was damaged with circular patterns. The damage appears to have come from a drill getting stuck and being driven through while spinning. It is not known if the damaged was caused during the procedure with forcing the drill through the guide or there was damage and debris in the guide before the procedure. Condition is addressed in the risk table and package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Drill was stuck in the guide.